Event description:
It was reported that there was a request for review of a recorded atrial tachy response (atr) episode. Device data was sent to rhythmcare for review. Data review determined during the recorded episode, ventricular pacing was still delivered. Rhythmcare discussed that the pacing is being delivered due to oversensing of the atrial channel. This device remains in service. No adverse patient effects were reported.